Event description:
After 30 shocks had been administered to an ICU pt (pt details not reported), the device allegedly "locked up" and would not respond to the front panel controls. A backup defibrillator was made available to continue treatment of the pt. The pt's outcome was not reported. There were no adverse affects to the pt reported as a result of the alleged malfunction.